Event description:
General report received of an unspecified number of undocumented incidents of the pts received less medication than intended. The extension tubing sets were being used to deliver unspecified medications via gravity. The male adapters of unspecified primary tubing sets were connected to the female adapters of the extension sets. After unspecified lengths of time, it was reported that the delivery rates of the medications "either slowed down or stopped". It was reported that the tubing of the extension tubing sets had kinked at unspecified locations. It was reported that the tubings were straightened to remove the kinks and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).